Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using the fluency stent graft. Prior to a procedure, the stent could not be released and a delivery rod breakage. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation but a provided photo showed the outer sheath of the delivery system fractured. It is considered the fracturing of the delivery system led to the impossibility to deploy the stent graft which leads to confirmed results for sheath fracture and failure to deploy. There were no indications of manufacturing deficiencies. The delivery system sample was not returned for evaluation but a provided photo showed the outer sheath of the delivery system fractured. It is considered the fracturing of the delivery system led to the impossibility to deploy the stent graft which leads to confirmed results for sheath fracture and failure to deploy. There were no indications of manufacturing deficiencies. Based on the provided information and provided photos, the investigation is closed with confirmed results for failure to deploy and outer sheath fracture. A definite root cause for the reported event could not be determined. The intended placement of the device for aortic coarctation formation indicate and off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding anatomy the instruction for use states if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit. Regarding preparation of the device the instruction for use states: the instruction for use states: prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. Regarding materials, the instruction for use states an appropriate introducer sheath and 0.035-inch (0.89 mm) diameter super stiff guidewire" is advanced from a femoral artery puncture site. The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. The instruction for use states that the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries. E1, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using the fluency stent graft. Prior to a procedure, the stent could not be released and a delivery rod breakage. The procedure was completed using another device. There was no patient contact.